Event description:
It was reported that during a hals left colon procedure, the device tore very soon after initial insertion. The case was completed with another device. No patient consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.